Manufacturer narrative:
Insulin pump was received with no (act and up) button response due to corroded keypad traces. No button error alarm during testing noted. Analysis was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and rf anomaly due to buttons not responding. Insulin pump was received with stripped battery cap(p)coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's battery cap was unable to be removed. The customer was assisted with remove/install battery cap troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were unable to remove the battery cap even with the use of a quarter, flat-head screwdriver and a large screwdriver. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.